Manufacturer narrative:
Other relevant device(s) are: product ID 3387s-40 lot# va09fz1, implanted: (B)(6) 2013, product type: lead; product ID: 3708660, serial#:(B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) reported the patient had an exploratory procedure today and they discovered an infection so they were removing the left lead and leaving the extension and neurostimulator for now. The rep stated they may or may not replaced the lead with another one later. After removing the lead and leaving the extension which was connected to the implant on the left side, the rep was surprised to see the left side impedances were in the normal range with monopoles in the 1,200-1,500 ohms range and bipoles in the 2,200-3,000 range. The rep conducted an impedance test a second and results were similar with monopoles being 1,200-1,700 ohms and bipoles still in the 2,200-3,000 ohms range. The manufacturer couldn¿t explain this other than the distal end of the extension was in a conductive environment somehow, but it would be more expected that values would be higher as though there were open circuits.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the lead is in pathology at the hospital. The cause and type of infection was not determined. The issue resolved following the lead removal. No further surgical plans have been made to replace the lead until at least three months have passed. Then they will determine if they will re-implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.